Manufacturer narrative:
The reported blood loss event is attributed to clotting of the pt's venous access preventing rinseback of the pt's blood. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms occurred during a routine hemodialysis treatment. Clotting of the venous access was noted. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.